Manufacturer narrative:
While the information provided suggests there was a mechanical problem wherein one device came into inadvertent contact with another, the device was not returned, and this information could not be verified through analysis. Additional information was requested from the site but was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for the reported oad was unable to be reviewed, as the lot number was not provided. (B)(4).

Event description:
The viperwire guide wire fractured when the orbital atherectomy device (oad) momentarily became stuck on the wire during use in the right coronary artery (rca) and later came into contact with the tip of the guide wire. Glideassist was being used when the fracture occurred. The fragment could not be retrieved with a snare despite multiple attempts. The patient was hospitalized and underwent a coronary artery bypass graft (CABG). The wire fragment was removed during the CABG procedure. The patient was discharged home and was well.